Event description:
During insertion of a linvatec bioscrew bioabsorable femoral interference screw 7mm x 25mm ref# 08031 lot# 7698 implanted into right knee broke (screw was in place, portion not in place was removed by the md).

Event description:
During insertion of a linvatec bioscrew bioabsorable femoral interference screw 7mm x 25mm ref# 08031 lot# 7698 implanted into right knee broke (screw was in place, portion not in place was removed by the md).